Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: on investigation, the pump powered on; however, the display screen remained blank. The keypad was unresponsive. A leak test was performed and revealed moisture leakage into the pump at the keypad and the display lens. The pump was opened for investigation and revealed moisture inside the pump affecting the display connector on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.